Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of motor function and numbness in their legs a few hours after permanent implant procedure. Reportedly, the physician suspects the lead caused pressure on the spinal cord; therefore surgical intervention was undertaken on (B)(6) 2018 where the lead was explanted. Postoperative, (B)(6) 2018 the issue resolved. Further follow-up on (B)(6) 2018, neuromonitoring confirmed all functions to be normal.